Event description:
While investigating a (B)(6) male patient¿s electrode belt for an unrelated issue, a reportable problem was discovered. The patient¿s electrode belt trunk cable connector was damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the trunk cable connector was cracked. The orange (+5v) and yellow (pgnd) wires were open inside of the connector, which caused the service code 204. The root cause for the broken connector could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged trunk cable connector and open wires. The patient received a replacement electrode belt.